Manufacturer narrative:
(B)(4). This complaint for a leak near the supply bag connection was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. In a follow up phone call by product surveillance, the patient stated that he did not think the connection was loose and that he did not notice any defects on the bag or the cassette prior to use that day. The hp further reported that the "box was jammed-in on the end". There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) reported that there was a drip coming from the supply bag connection while on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) assisted the home patient (hp) to end therapy and restart with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the report of drip coming from the supply bag connection, the hp was unable to pinpoint the location of the drip. The hp did not think the connection was loose, and confirmed that he did not notice any defects on the bag or the cassette prior to use that day. The hp stated that he had already discarded the supplies after therapy that day, and did not have the lot numbers. The hp confirmed that he did not have any injury or harm as a result of this incident. Per hp, he doing fine and is continuing therapy without any issues. No patient injury or medical intervention was indicated at this time. No further information was provided.